Manufacturer narrative:
Product complaint #:(B)(4). B3: date of event is an unknown date in 2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Universal handle and the bullet tip inserter will not click together. Unknown which piece is the issue. There was no surgical delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: universal handle and the bullet tip inserter will not click together. Unknown, which piece is the issue. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that the universal stem insert handle showed traces of usage. Functional test was performed between the universal stem insert handle and the mating device bullet tip stem inserter shaft and it confirmed, the reported allegation. The devices do not assemble properly. The handle does not longer retain the shaft. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use. The device must be properly inspected, prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions and inspection procedures. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. The overall complaint was confirmed. As the observed, condition of the universal stem insert handle would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined, that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, the potential cause is traced to end of life. And it has been determined, that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.